Event description:
Per the report received from spain, edwards received notification of a pascal precision ace procedure in tricuspid position. The same day after the procedure, a single leaflet device attachment (slda) occurred with the second device. The patient had functional tricuspid regurgitation. During procedure, a total of two pascal devices were implanted: first ace device was implanted in anterior-septal position (a-s) with a 2-8 orientation, and the second device in a posterior-septal (p1-s) position with a 3-9 orientation. Less than one (1) day after the procedure, a single leaflet device attachment (slda) was observed with the second device. The initial tricuspid regurgitation (tr) grade was massive, it was reduced to mild immediately post-procedure, and increased to moderate after the slda happened. Four months after the procedure, during transcatheter tricuspid valve replacement screening, the tr has became severe.

Manufacturer narrative:
B2: other serious - even though there was no reintervention, there is a potential for reintervention in this case. E1 additional information (telephone number): (B)(6). It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Information added or updated to section b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that patient anatomical factors likely contributed to the event. Per the information provided, the patient presented with a large tricuspid regurgitation. There were no procedural complications during the operation. In cases of torrential tr, severe annular dilation, poor leaflet coaptation, and high regurgitant flow can make it difficult for the pascal device to achieve a stable leaflet grasp, increasing the likelihood of single-leaflet device attachment. After this adverse event, the doctor considered that pascal was not the optimal solution for this case, so the patient is being screened for a transcatheter valve. Since no edwards defect was identified, corrective or preventive actions are not required.